Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high"; although specific value was not provided. Cause was not known. A correction injection was administered to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.